Event description:
Customer reported unexpected negative reactions on capture-r ready screen (crrs) and capture-r ready ID (crrid) on the echo with one patient sample with a previously known anti-s.

Manufacturer narrative:
Review of instrument reactions: all sample wells reacted negative for both crrs and crrid. The cell reactions appeared negative for the cells in question. Positive and negative control wells on crrid and crrs reacted as expected. Scii: s+s- , sciii :s+s- ID cells 1, 2, 11: s+s-, ID cells 5, 6, 14: s+s+ a service call was made: installed new reader and configured. Installed new washer manifold and ran long system prime. Qc and daily maintenance performed. Tested 4 samples with 2 know positive and 2 negative screen samples. Results were as expected, however, there was a ntd on one of the screens. Loosened the robot y belt and re-tested the sample with expected results the issue was resolved by replacing the camera reader. The instrument is operating as expected.